Event description:
The tibial plate was implanted in patient's left knee in 1993 as part of a total knee replacement. In 1998, patient's physician discovered via x-ray the tibial plate had fractured. Subsequently in 1998 patient underwent revision of the knee. Patient did well postoperatively.